Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during ivtm therapy on a (B)(6) male with fever, the solex 7 catheter (lot number unknown) was inserted smoothly into the patient's left jugular. The therapy was set for 4 days dwell time but after 3 hours into the therapy, the facility nurse observed leakage on the solex 7 catheter. The thermogard console did alarm with air trap but was later cleared when the nurse placed a new catheter and therapy continued with no issues. Patient was doing fine after the therapy.

Manufacturer narrative:
The reported complaint of a solex 7 catheter leak was confirmed during function testing. A pinhole leak was found at the second loop of serpentine balloon. No physical damaged observed on the returned catheter during visual inspection. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of serpentine balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for solex 7 catheter with lot number 82865. Ccr (B)(4) reported on (B)(6) 2018 but leak catheter was not confirmed.